Event description:
An aneurx stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. No complications have been reported since the time of implant. It was reported that the patient presented with a systemic infection that involved the stent graft. The decision was made to explant the stent grafts, both the bifurcated and the contralateral limb. An aorto-bi-femoral stent graft was sewn onto the aorta. The patient tolerated the procedure well. No additional clinical sequelae were reported and the patient is stable.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (surgical conversion to open repair, infection). (Unknown cause of infection). Conclusions: (unknown cause of infection).